Event description:
This ifdvt thrombolysis procedure was performed in (B)(6). As reported, during the procedure the surgeon did not get the desired outcome. When they withdrew the trellis it was noted that there were several pinpoint holes in both the proximal and distal balloons. This resulted in opening another device to treat the patient. No patient injury or ill effect. No medical intervention required.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the trellis peripheral infusion system 30cm treatment length was received for evaluation without any ancillary devices or sonogram images from the procedure. The trellis manifold and inflation catheter were returned loose in a bag with the bottom portion of the trellis transportation tray packed within its shelf carton. The odu and dispersion wire were not returned with the manifold and inflation catheter. A 10cc water filled syringe was attached to distal balloon port on the manifold and pressurized: a steady stream of clear fluid was observed exiting the side of the distal balloon. Closer examination revealed that leak was from a longitudinal cut/incision in the distal balloon material approximately 1.5mm in length. A 10cc water filled syringe was attached to the proximal balloon port on the manifold and pressurized: a steady stream of clear fluid was observed exiting the balloon at the distal edge of the proximal balloon distal marker band.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.